Manufacturer narrative:
The manufacturer did not receive devices for review as they are kept by the patient. One x-ray picture and implantation surgery report were received and will be reviewed within the investigation. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an ankle fix plus ti plt lg rt on (B)(6) 2015 on the right foot and underwent revision surgery on (B)(6) 2016 due to plate breakage. It was further reported that the patient was having a stroke during surgery. Note: it was mentioned that two screws broke during this revision surgery. This event is reported under (B)(4) (MFR 0009613350-2016-01077 and MFR 0009613350-2016-01078).

Manufacturer narrative:
Investigation results were made available. Additional: (adverse event and product problem), if follow-up, what type? Updates: model/lot #, device available for evaluation?, date received by MFR, type of reports, device evaluated by MFR?, evaluation codes, additional MFR narrative. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that an anklefix 4.0 ttc-fusion plate was broken several months after implantation. During revision surgery the plate was removed (2 screw-heads broke during removal and stayed within the body) and a pheonix-arthrodesis nail in combination with a tm fusion spacer were implanted. The plate breakage is registered in (B)(4) and the screw breakage in (B)(4). Review of received data: an x-ray dated (B)(6) 2016 was received. The quality of the x-ray is poor. However, it can be seen that the patient has a charcot foot and that the fracture did not heal. The broken plate and several screws are visible. The plate was broken in the area where the initial bone fracture is located. No further statement can be done on the x-ray. The surgical report of implantation dated (B)(6) 2015 was received. Diagnosis: screw breakage and re-occurrence of charcot-luxation of the usg subtalar and extreme supination position of the foot with ulcus formation below lateral malleolus. A good solution for the foot can only be achieved with a repeated arthrodesis of the upper and subtalar joint. The patient treated in this case has a charcot foot. The report describes that on the foot there was an ulcus formation available. It is written that the ulcus did not go into the joint. Before the anklefix plate will be implanted, a broken screw had to be removed (manufacturer unknown). The removal of the broken screws was very difficult and one of the broken screw heads could not be removed from the bone. A cut of 6cm was done above the talus. As the achilles tendon was too tight, the surgeon decided to remove the achilles tendon in order to have a good mobilization of the foot. Afterwards, an arthrodesis of the tibia, talus and calcaneus was done with an anklefix plate. Several screws were implanted to fix the plate. In the area where the cut of 6cm was done, bone was taken out to replace it in the area of the inserted plate where the bone did not have a good bone quality. Post-operative notes: 2-3 weeks non-walking cast (non-weight bearing) afterwards 10 weeks walking cast. Devices analysis: visual examination: the plate shows that the breakage occurred through four bore holes. The fracture surfaces are damaged and polished areas are visible. It is unclear why, when and how these surface abnormalities occurred. Therefore, a meaningful analysis of the fracture pattern cannot be done. There are several scratches visible on the plate surface. A crack is also located on one bore hole. Root cause determination using risk management worksheet: plate breakage due to lack of adequate strength not possible - a systematic issue with design and/or material properties would have been detected as part of complaint trending or in the current pms process. Breakage of plates and screws due to inadequate design for intended performance of device not possible - a systematic issue with design and/or material properties would have been detected as part of complaint trending or in the current pms process. Breakage of implant due to explanted implant is used for new implantation surgery - possible, as no patient stickers were provided, this point cannot be excluded. Off label use leads to failure of surgery due to wrong/misleading information of labels, surgical technique and/or instructions for use not possible - a systematic issue with design and/or material properties would have been detected as part of complaint trending or in the current pms process failure of surgery due to insufficient warning of side effects - possible, it is possible that the patient did not follow the post op instructions as it is also unknown which instructions were given to the patient after 3 months. Conclusion summary : the surgical report of implantation, an x-ray and the broken plate were returned for investigation. The review of the surgical report did show that the patient had a charcot foot. The implantation of the anklefix plate was difficult and the surgery was delayed. Finally, the surgeon was able to do an arthrodesis of the tibia, talus and calcaneus with the plate. The postoperative instruction only describes that the patient had 2-3 weeks non-walking cast (non-weight bearing) and afterwards 10 weeks walking cast. There is no further information available which instruction was given to the patient after 3 months post-operative. Therefore, it is unknown if the surgeon allowed full weight bearing for the patient. The review of the x-ray shows that the plate was broken in the area where the initial bone fracture was located. That means the fracture did not heal after 7 months in combination with the implanted plate. It can be assumed that the plate was broken due to non-healing of the bone fracture. Therefore, the forces were shifted to the plate and acting on the broken area. It is unknown why the bone fracture did not heal. It is also unknown if the patient had poor bone quality or diabetes. The visual examination of the returned plate shows that the plate was broken through four bore holes. The fracture surfaces are damaged and polished areas are visible. It cannot be said when these damages/deformations on the fracture surfaces occurred. Therefore, a meaningful analysis of the fracture pattern is not possible. Furthermore, the plate shows several scratches on the whole surface which could be originated during the removal of the plate. There is also a crack around one bore hole available. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).